Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or the patient death. Ice. Device manufacture date: monitor: 1/3/2014. Belt: 12/23/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. Review of the download data, indicates the patient received one shock in response to oversensing of low cardiac signal and multiple counting. The patient was in an idioventricular rhythm at 5 bpm with intermittent cardiac activity and motion artifact at the time of the treatment shock at 11:54:27 on (B)(6) 2019. The patient's post shock rhythm was an idioventricular rhythm at 5-10 bpm with intermittent cardiac activity transitioning to asystole with intermittent cardiac activity. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2019. There is no indication that the lifevest treatments during a non-treatable, non-life-sustaining rhythm caused or contributed to the death as, the patient was already in a non-life-sustaining rhythm. No deficiencies were alleged against the lifevest.